Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty advancing the device appears to be related to operational context; however, a conclusive cause for the reported balloon rupture could not be determined. In this case, it is unknown if the violation of the instructions for use (IFU) caused or contributed to the reported complaint. It was reported that the armada 18 interacted with the mildly calcified anatomy resulting in the reported difficulty advancing the device. Possible factors that could contribute to balloon material ruptures include, but are not limited to, insufficient preparation, inflation technique, interactions with other devices or patient anatomy. It was reported that the device was not prepared (air aspiration). It should be noted that the percutaneous transluminal angioplasty (pta) catheter, armada 18, instruction for use indicates to perform the steps to remove all air and verify the integrity of the pta catheter. Leave the catheter under negative pressure until the balloon is at the target lesion site. Then the device can be introduced the device into the vascular system. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint; therefore, the violation will not be addressed in the account requested letter. In this case, a conclusive cause for the reported balloon rupture could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017: incorrect prep.

Event description:
It was reported that the procedure was to treat a restenosed lesion in the right radial artery with mild calcification. The 3.0x150mm armada 18 balloon dilatation catheter (bdc) was not aspirated during preparation. The device was advanced with adequate resistance due to the anatomy and was inflated with an initial pressure of 8 atmospheres (atms) but the balloon did not expand. Upon removal, there was a leak noted in the middle of the balloon after testing the device. A 3.0x150mm non-abbott balloon was used to complete the procedure. There was no adverse patient effect. Although there was a delay in the procedure, there was no patient harm; therefore, the delay was not clinically significant. No additional information was provided.